Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that there was a temperature issue with the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 03/25/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/14/2015 with the following findings: a review of the pump's black box showed no activity related to the complaint. The pump's current draws were within specifications. There was no unusual fluctuation of voltage was observed. The pump was tested with an external power supply and idle, sleep, rewind and load currents all were within specification. No overheating was duplicated during testing. There was no evidence of loose components or moisture contamination identified inside the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.